Manufacturer narrative:
Initial

Event description:
It was reported that the ilet displayed alert 38 indicating a stalled motor with insulin delivery stopped, resulting in failure to infuse; the user disconnected and transitioned to subcutaneous insulin injections. Symptoms included hyperglycemia with glucose reported above 500, large ketones consistent with elevated ketones or diabetic ketoacidosis, and nausea. Outcomes included unexpected medical intervention in the form of medication administration and the potential for serious illness or impairment. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed a communications problem was identified, and the issue aligned with an infusion failure associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.